Event description:
The patient was playing softball when the ball hit him directly over the device. The device can't be interrogated anymore. Went through all the troubleshooting steps and there are no lights on the wand when placed over the device. Recommended explant. The device was explanted and replaced. The leads remain implanted.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reinvestigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. As a first step of the pacemaker analysis a visual inspection was performed, revealing burn marks on the pacemaker housing. It is reasonable to assume that these burn marks resulted from an electrocautery procedure during the explantation. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless. There was no indication of a device malfunction. The device was interrogated and the clinical observation was confirmed, the pacemaker could not be interrogated properly. Several attempts to restore the interrogation functionality were not successful. Therefore, the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies. Using an external power supply an interrogation was still not feasible. Further investigations on the electronic module revealed that the magnetic switch of the device was damaged. In summary, the clinical observation resulted from a damage of the magnetic switch. However, the therapy functionality was not compromised while implanted and in service. It cannot be excluded that the presence of invasive external forces such as mentioned in the complaint description may have contributed to the clinical observation. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.